Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5081235.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a total vaginal hysterectomy and sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture during deployment on the patient's right sacrospinous ligament. The detached dart was embedded in the patient's ligament and was confirmed through fluoroscopy which was used in attempt to retrieve the dart but was unsuccessful. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.